Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure the patient's dura was torn. The procedure was completed successfully with a 10-minute delay. There was no medical intervention performed to treat the tear and no additional adverse consequences were reported.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that during a procedure the patient's dura was torn. The procedure was completed successfully with a 10-minute delay. There was no medical intervention performed to treat the tear and no additional adverse consequences were reported.